Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received by abbott, the cause of the reported error message and subsequent cancellation remains unknown.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model h700489) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrioventricular tachycardia procedure, an error message occurred and the case was cancelled. When using ensite precision, the ampere generator display was red and an error message was noted stating: "malfunction of the generator. Contact sjm customer support." The connections were checked, the system was restarted, the power cable was reseated, and the bottom of the generator was cleaned and dusted off which resolved the issue. However, after a few minutes, the issue appeared again and could not be fixed. The procedure was canceled with no consequences to the patient. The procedure has been rescheduled.